Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: intraoperative rupture without replacement, will require additional surgery if patient elects to obtain breast implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant and experienced rupture intraoperatively. The device was ruptured as the surgeon was performing incision. As a result, the patient did not have devices implanted in. A separate surgery will be required for the patient if she elects to have implants in the future.

Manufacturer narrative:
On 1/20/2020, the investigation on the suspected medical device was completed. Device manufacture date was initially reported as 1/21/2017. However, after a manufacturing record evaluation(mre) was performed, it was found that the actual date was 1/20/2017. The relevant field has been updated. Investigation summary : during evaluation of the sample, a tear was observed on the posterior aspect measuring approximately 5.0 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Manufacturer's reference number: (B)(4).